Event description:
It was reported to boston scientific corporation that a hydrajagwire was used on (B)(6), 2010. According to the complainant, the physician was using the hydrajagwire and noticed that the coating peeled. The guidewire's coating peeled due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The incident device was received engaged in the lumen of the catheter. The guide wire could not be removed from the lumen at the lock-up site. Visual inspection was performed and the dream and jag end coated urethane tip section were examined. The urethane tips exhibited evidence of being present, intact, and properly coated. When the device was hydrated, the coating felt smooth, consistent and lubricious. No anomalies were observed. The entire length of teflon sleeve (polytetrafluoroethylene (ptfe) jacket) was examined. It was noted that the ptfe sheath exhibited evidence of being damaged thereby exposing the core wire at approximately 27 cm and (B)(4) cm proximal from the dream end section. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and/or rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. The outer diameter (od) of the exposed section of the guide wire was measured it was conforming to its specifications a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the evidence presented by the returned incident device, there is a high likelihood that the most probable cause for the failure reported was caused or contributed by another device. The customer did not allege having seen the damage or defects prior to use. Therefore, clinical practice or procedures may have impacted on the event as reported. The instructions for use (IFU) under electrosurgical information statement states: "this device meets the present recognized standard for high frequency electrosurgical leakage current when used with the boston scientific sphincterotomes. Removal of the guidewire in not necessary during sphincterotomy, if the following precautions are observed: if the wire is removed during sphincterotomy, turn the electrosurgical generator power down, remove the wire, and gradually increase until acceptable cutting effect is achieved; the hydra jagwire guidewire is intended for a single-use. If reused, the jacket of the guide wire may be compromised and may not be properly insulated for electroconductivity during sphincterotomy". (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used on (B)(6), 2010. According to the complainant, the physician was using the hydrajagwire and noticed that the coating peeled. The guidewire's coating peeled due to the facility applying too much pressure on the locking device. There were no reported issues with the locking device. There were no patient complications and none of the fragments fell into the patient.